Event description:
The pt said one of the pens not working and she was trying to push the dose and couldn't. She said the pen doesn't turn to set the units. Dose, frequency, and route used: inject 20 units at bedtime. Therapy dates: (B)(6) 2010 to present.